Event description:
The nurse reported that during the physiotherapist home care visit to the pt, he checked the cuff pressure of the tracheostomy tube and verified and air leak. Checking in detail he verified that the external (pilot) balloon was punctured. The pt's wife had used glue to close the puncture and continued using the tracheostomy tube for more few days. A physician removed and replaced the tube with another 8lpc.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.